Event description:
Covidien&#39;s (B)(6) office received a report of a n560 failure for a display missing segments. Customer in (B)(6) identified that the front pcb board had been replaced.no patient involvement was reported.

Manufacturer narrative:
(B)(4)